Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that two weeks post port placement, the patient was allegedly hospitalized with sepsis. Reportedly, positive blood cultures allegedly identified three different bacteria. It was further alleged the patient was hospitalized three times for infection. Reportedly, the patient alleged pain around the port area. Furthermore, it was alleged the patient was discharged from the third hospitalization.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged infection as no objective evidence has been provided to confirm any alleged deficiency with the port. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include contaminated during placement, contaminated during use, and patient condition; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that two weeks post port placement, the patient was allegedly hospitalized with sepsis. Reportedly, positive blood cultures allegedly identified three different bacteria. It was further alleged the patient was hospitalized three times for infection. Reportedly, the patient alleged pain around the port area. Furthermore, it was alleged the patient was discharged from the third hospitalization.